Event description:
Customer reported observing the "wrong tag" to have been placed on tubings (reversed). The "connect to patient" tag was placed on the pt control module tubing segment, and the "connect to patient control module" was placed on the t-connector tubing. The customer reported finding this reversed label before use. This device was not used.